Manufacturer narrative:
The reported event of failure to remove lead from the header was not confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. The lead was able to be inserted and removed from a device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was attempted to be disconnected from the device to move positions, however, was unable to be disconnected. The device and rv lead were removed and a new device and rv lead were implanted to resolve the event. The patient was stable.